Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure using the sagittal saw attachment device it was observed that when starting the distal cut of the femur (first cut), the saw blade device was oscillating but lost strength, being in saw mode it finally overheated and stopped working which did not allow to finish making the cuts. It was reported that there was a 30-minute delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was frozen/would not move, and did not function. It was further determined that the device failed pretest for general condition, check foe mechanical free movement, check general function in running mode, and check the oscillation frequency. Therefore, the reported condition that the device stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: additional information b5: additional information received from the affiliate states that the reference of failure was with the saw attachment device , the handpiece did not have a failure.